Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-03392. Review of invoice history was unable to determine the exact identification of the device involved in the reported event. This report is being submitted for: brand name ¿ m2a 38mm cup; catalog number ¿ rd118856; lot number ¿ 330980; expiration date ¿ nov 30, 2013; PMA/510(k) number ¿ k011110; device manufacture date - nov 18, 2003. Or brand name ¿ m2a taper liner 32mm ID size 41mm od; catalog number ¿ 15-105004; lot number ¿ 963340; expiration date ¿ mar 31, 2014; PMA/510(k) number ¿ k082446; device manufacture date - mar 1, 2004. Concomitant medical products: catalog# 11-163667, femoral head, lot# 335980 or catalog# 11-173660, femoral head, lot# 430130. Catalog# 103203, taperloc por fmrl 9x137, lot# 305410 or catalog# 162307, bi-metric cdh por n/c 7x114, lot# 966440. Reported event was unable to be confirmed due to limited information received from the customer. DHR for both devices was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address pain. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of invoice history was unable to determine the exact identification of the device involved in the reported event. This report is additionally being submitted for the following acetabular devices: catalog# 10-104058, m2a-t m/h rad 2hl, lot# 870450. Catalog# 10-104062, head, lot# 846650. Concomitant medical products: catalog# rd118856, m2a 38mm cup, lot# 330980 or catalog# 15-105004, m2a taper liner, lot# 963340 catalog# 103203, taperloc por fmrl 9x137, lot# 305410 or catalog# 162307, bi-metric cdh por n/c 7x114, lot# 966440 catalog# 11-173660, head, lot# 430130 or catalog# 11-163667, head, lot#335980. Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2018-03392. 0001825034-2018-03711.

Event description:
It was reported that during the second revision, the patient experiencing approximately 1000 ml of blood loss and received 225 ml autologous red blood cells from cell saver reinfused. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. Contributing factors are degenerative joint disease secondary to childhood hip disease. Patient has significant limitation of motion of her right hip and severe pain attributed to history of multiple surgeries on the right hip as a child. Poor bone quality and patient anatomy with extensive difficulty placing components in initial surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a second right hip revision approximately 12 years post implantation due to pain, dislocation, metallosis, and painful shortened leg. During the surgery, the femoral stem was noted to have extensive amount of proximal bone loss riding high in the soft tissues. Large collection of serous fluid was found along with loose rim screws and acetabular cup found within the soft tissues. Extensive metallosis was found around the acetabulum.

Manufacturer narrative:
Concomitant medical products: 162307 ¿ bi-metric femoral stem ¿ 966440, 11-173660 ¿ m2a modular head ¿ 430130, 113845 - low profile screw - 426960, 113846 - low profile screw - 255104, 113847 - low profile screw - 297849, 113845- low profile screw - 454210. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00863, 0001825034 - 2019 - 00866, 0001825034 - 2019 - 00869, 0001825034 - 2019 - 00870, 0001825034 - 2019 - 00871.